Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode had dislodged from its original implant position and a wound dehiscence was observed at the xiphoid incision site. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.